Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, it was reported two cables snapped during tensioning. Reportedly two 1.7mm cables snapped when being used with the cable tensioner in conjunction with the cable lock. The temporary tension holder, 391.883, 391.884, was unlocked while the cable lock instrument was locked. The cable was then tightened but snapped on both occasions during the same case. No further information was provided. This is 2 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was received in good condition, no apparent damage. Part number 03.221.015 lot number p094841 was manufactured by pioneer surgical technologies. The supplier conducted an investigation on the part and determined that it met the specifications listed in wi-eng-024. The supplier also verified that the part met all specifications prior to shipment.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional manufacturing date provided: 06/07/2011. A review of synthes device history records for lot p094841 revealed the cable tensioner with pistol grip was manufactured by pioneer surgical technologies. (B)(4). Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.